Event description:
It was reported that sharps coll chemo 19gal yellow was missing the lid. This occurred on 5 occasions. The following information was provided by the initial reporter: it was reported by the distributor that 5 lids were missing.

Manufacturer narrative:
H6: investigation summary no photos or samples were received with the customer's complaint of missing lids, without any further information, the complaint cannot be verified and the root cause remains unknown. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Potential root causes included 1. Non-controlled method to ship partial boxes to end user. 2. Missing control during the re-packaging process with the distributor. 3. Incorrect packaging at the time to perform partial sales. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll chemo 19gal yellow was missing the lid. This occurred on 5 occasions. The following information was provided by the initial reporter: it was reported by the distributor that 5 lids were missing.